Event description:
The reporter contacted animas on (B)(4) 2012, and stated the keypad buttons were unresponsive after water exposure. The reporter denied damage to the keypad or trauma to the pump and noted moisture in the display screen. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1 09/13/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture behind the display lens. A leak test was performed and found the pump to be leaking from the case seal and found the pump case to be damaged. The pump was unable to power on to complete performance testing of the pump function.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.